Event description:
Patient reported "sclerotic implant capsule with foreign body granulomas". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: granuloma.